Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional testing and performance verification. All testing was performed in accordance with established service and repair procedures. The evaluation confirmed that gas delivery accuracy, monitoring performance, delivery mode functionality, alarm performance, and all other functional checks relevant to the reported event were within manufacturer specifications. No device malfunctions or out-of-specification conditions were identified during testing. As part of the investigation, the device log file was reviewed. The log data indicated that the delivery fault alarm occurred temporally concurrent with the device being placed into manual delivery mode. No abnormal device behavior, component failures, or system faults were identified in the log data before or after the event. Based on the results of the device evaluation, log file review, and the information provided by the reporting facility, a definitive root cause for the reported event could not be determined. No evidence of a device malfunction or manufacturing defect was identified. A review of complaint history for this event indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device (serial number (B)(6)), a delivery fault alarm occurred while operating in manual mode. The device was removed from the patient and replaced following the fault. No apparent harm or lasting adverse effects to the patient were reported. Ventilator mode and settings: servo-u; prvc, tidal volume 440 ml, rate 15, peep 8, fio2 40%.

Manufacturer narrative:
At the time of this report, the manufacturer's investigation into the reported critical delivery fault is ongoing.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device (serial number (B)(6), a delivery alarm occurred while operating in manual mode. The device was removed from the patient and replaced following the fault. No apparent harm or lasting adverse effects to the patient were reported. Ventilator mode and settings: servo-u; prvc, tidal volume 440 ml, rate 15, peep 8, fio2 40%.